Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep). It was reported the cause of the high impedances was unknown. The patient was implanted for dystonia and movement disorders.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was at an ins implant procedure where the ins was found to have high impedance of 15-20k ohms on contacts using the case. The healthcare provider (hcp) thought it may be the ins, so it was never implanted and new ins was used. This ins was also found to have high impedances of 15-20k ohms on the case, but the therapy impedance was found to be good. The second ins remains implanted and the issue is reportedly resolved. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2017-19608 for details pertaining to the reportable related event.]